Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the knife blade was protruding from the jaws of the device. The site has no additional info regarding the incident. There was no pt injury.